Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the device be returned for failure analysis testing. However, the product has not yet been returned as of the date of this report.

Event description:
It was reported that during an internal service activity, the internal insulation of the permanent cautery hook (pch) instrument was removed from the instrument. There was no report of patient injury.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has been returned and evaluated by the failure analysis team. The instrument underwent internal and external inspection, no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the tips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. Additional observation not reported by site: the instrument was found to have charring and localized melting at the proximal clevis.

Event description:
Refer to h10/h11 for follow-up information.